Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. A leak test was performed and confirmed a battery compartment leak. Evidence of moisture ingress was found inside the battery compartment. The pump case was removed, and no further evidence of moisture ingress was observed. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that evidence of moisture ingress was visible in the battery compartment.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.